Manufacturer narrative:
However, it is similar to the us distributed drug-eluting stents.the product is available but has not been received as of the initial report.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the shaft of a cypher product was broken/separated by the hub. The product was not used clinically. There was no issue observed with the packaging. One non-sterile cypher select + 2.25x13 mm was received coiled inside a plastic bag. The separated section seems to be kinked prior the separation. The shaft separation was at 8.5 cm from the proximal end. The stent was found mounted between the marker bands. The balloon was not inflated. The sds did not show any other damages. During the microscopic analysis it was found that the separated section seems to be kinked prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer body shaft separated found could not be determined, and there is no evidence that suggest that are related to the manufacturing process; controls are in place to prevent this type of damages (kinks). Therefore, no corrective or preventive actions will be taken.

Event description:
Information received (B)(4) 2011: the device was completely broken in two - not by the guidewire exit port, but the hub is not connected to the device. There was nothing wrong with the packaging.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
During unpacking of the stent, they found that the stent shaft was broken, around the guidewire exit port. The stent is still in the cath lab and will be returned. The stent-system has not been in contact with a patient, and consequently no patient sequelae to be reported.